Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related to voluntary medwatch mw5160189.

Event description:
It was reported that the customer passed away on (B)(6) 2024. Per the contact, the customer experienced diabetic ketoacidosis prior to death. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.